Event description:
The customer reports that there was a touch screen error and a collimator preview error. He checked the image quality. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep ordered part, disassembled, removed and replaced the touch screen assembly. He traced the problem to a broken wire in the h.v. Cable assembly and repaired. The system is operating as intended.